Event description:
My lap band wore out was in hospitals in and out for a year on my birthday I had seized all day. In hospital had 6 surgeries back to back. Lap band removed, 7pints of blood replaced I was septic, left colon removed, 3 feet of intestine's left. Stomach cut, colon bag to pop in, IV fluids only feeding tube only, trach in throat, for 3 months tied to bed last surgery was (B)(6) 2023 reattached colon and took off colon bag. Reattached intestines. Should have died drs said I was very strong. Went threw trauma after trauma for this product. Never worked right . Always throwing up. Thank god every thing works normal. Lost 80 pounds and hair threw this 3 months.